Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. It was noted that the balloon had a leak. The aus device was explanted, and a new aus device was implanted. There were no further patient complications.